Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. No other information was provided. This rv lead was surgically abandoned. No adverse patient effects were reported.